Manufacturer narrative:
Device evaluation: the error described by the customer could be confirmed. The laser fibre punctured the shaft of the scope instead of going through the channel. The cause is user error. The laser was activated while the distal end of the laser probe was still in the working channel. The IFU describes that this must be avoided at all costs. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was initially reported that the "laser fibre went through during procedure in the theatre. Leak. Faulty angulation". No negative impact in state of health reported. On (B)(6) 2024 we were informed that the procedure was aborted because of the reported malfunction. Consequently, the surgery was rescheduled. Since the surgery was aborted, the case is deemed as reportable.